Event description:
The non-pacemaker dependent patient presented to the hospital following inappropriate high voltage therapy. Upon examination, noise resulting in over-sensing and inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Fluoroscopy was performed and cardiac perforation due to rv lead dislodgement was observed. It was reported that immediately following the implant of the rv lead, cardiac massage and external defibrillation was performed. The physician suspected the dislodgement and cardiac perforation were due to the cardiac massage. The reason for performing the cardiac massage and external defibrillation immediately following implant was unknown. No malfunction was alleged on the rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition following the procedure.